Event description:
The customer reported that the descend button for the vertical column did not work. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the psu drive. The unit operates as intended.